Event description:
Patient reported ¿dropped really low and skin breakdown is there¿. Later healthcare professional reported ¿rupture¿ and ¿implant exposure¿. Later healthcare professional reported no rupture. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: foreign body reaction and patient-device incompatibility.